Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, cloudy, red particles and creases. A weight test of the device was verified and the device was within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing.

Event description:
Physician reports right side capsular contracture grade "iii-IV." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii - IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reports right side capsular contracture grade "iii-IV." The device has been explanted.